Manufacturer narrative:
Report will be updated when investigation is complete. This is the same event as (B)(4).

Event description:
Allegedly, patient revise due to pseudotumor, osteolysis and metallosis. (Right)